Manufacturer narrative:
The suspect device was not made available for return and evaluation. Other devices from this lot have been previously evaluated. Three devices from the same lot were pulled from inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a total of 3 times on 3 different kits from the same lot. Additional 3rd party testing for leakage was conducted, and acceptable device performance (without leakage) was confirmed. Therefore, the origin of the complaint is unconfirmed. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that they had 'an ongoing issue with leaking between the intera needle and connector set.' Healthcare provider stated 'the connections being very thoroughly tightened, leaking persists when medication is instilled.